Event description:
Pt to receive carboplatin/vp16 protocol. First the carboplatin was hooked up and was infusing into the pt. Next, the nurse hung the vp16 on the pole for the pt to receive after the carboplatin. Nurse left the room and upon return shortly after hanging the carboplatin, the nurse discovered half of the vp16 bag empty with half of the fluid spilled on the floor. Pt removed from room and the spill was cleaned with a spill kit. Nurse suspects that clamp was defective, however the defective tubing/clamp was discarded.